Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Reportedly, customer changed cartridges, and infusion set, and resumed insulin successfully. Subsequently, the customer experienced a blood glucose (bg) level of 521 mg/dl and a large ketone level identified as dangerous. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin, and fluids of saline. Reportedly, the customer was released on (B)(6) 2020 with the issue resolved and no permanent damage. Reportedly, customer reverted to manual injections for insulin therapy.